Event description:
The customer reported the system is displaying intermittent high ma errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a high voltage and filament calibration. System operates as intended. (B)(4).